Event description:
Caller reported that there was a malfunction in the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to replace the problematic pump with a new one, which would be shipped with updated software. They were advised to switch to manual delivery as a backup method and follow specific instructions for returning the faulty pump, which included putting it into storage mode and using a pre-paid label for return.